Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice set. Hp reportedly was able to reprime line and complete treatment with assistance from baxter technician. No patient inury or medical intervention required per hp.